Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: neu_stylet_acc, product type: accessory. Analysis of the lead (lot #: 0211587832) revealed a depth stop impression in the outer insulation 2.7 centimeters from the proximal end of the lead. There were conductor coil impressions on the parylene coating of the stylet due to pressure from the depth stop. It was also noted that the #0 electrode has been severely bent. Suspected body fluids were observed in the distal portion of the lead. Analysis of the stylet (lot # unknown) revealed conductor coil impressions on the parylene coating of the stylet due to pressure from a depth stop 2.7 cm from the proximal end of the lead. It is noted the eval code(s)-result has been updated. The (B)(4) is applicable to both the lead (lot # 0211587832) and the stylet (lot # unknown). The eval code(s) method listed above are now applicable to both the lead and the stylet. The device code listed is applicable to the event upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country of origin - (B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual. It was reported that the lead was broken when it was just unpacked from the package. After placing the lead in the position, impedances were checked and resulted in a short circuit. The following values were provided for the left side: 0 <(>&<)> 2 = 8 ohms, 0 <(>&<)> 3 = 10 ohms, 2 <(>&<)> 3 = 9 ohms. The health care provider (hcp) removed the lead, check the lead, and then repositioned it, but the low impedance values persisted. It was noted that during the removal, blood was found in the lead due to the small break so the hcp tried to clean it out. A new lead was used and the impedances normalized; the issue was resolved. There was no known impact or consequence to the patient.

Event description:
No new information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.